Event description:
It was reported that (2) devices were used during a low anterior resection. It was reported by the affiliate that the ax55b instruments were fired. There was leakage due to malformed staples. Another instrument was used to complete the case.